Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation was able to confirm the reported failure. The right eye sensor, light guide cable, in addition to, mechanical and electrical components in the housing were found damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the surgeon reported an issue focusing from the system. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance but the issue persisted. Due to the reported issue, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi received the following additional information from the initial reporter: the system was inspected prior to use and the vision on the system looked fine. The issue was identified after the system was docked, surgical ports had been placed, and the surgeon had started the procedure at the console. Due to the reported issue, there was a delay of about 30-45 minutes for troubleshooting; thus, the patient was administered additional anesthesia. The customer exchanged the endoscope but the issue could not be resolved. The surgeon decided to convert the planned procedure to traditional laparoscopy. The patient tolerated the laparoscopic procedure well.